Manufacturer narrative:
(B)(4).

Event description:
Analysis of the generator and lead was completed. Review of the internal data downloaded from the pulse generator shows an indication of increased impedance throughout implant life with high impedance detected on (B)(6) 2015. Generator evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. A bent pin was identified in the lead connector that resulted in insertion difficulties. Though it is difficult to state conclusively, the identified bend of the connector pin and the incomplete lead insertion condition may confirm this to be a contributing factor for the reported high impedance. However, the exact point in time of when this condition occurred is unknown. Based in the location of two sets of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at one point in time. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Review of the generator and lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported the surgeon does check lead check pin insertions before and after the generator and lead are connected. No additional relevant information has been received.

Event description:
On (B)(6) 2016 the patient underwent a full revision. The explanted generator and lead were received for pa on 5/19/2016. Product analysis is still underway and has not yet been completed.

Event description:
On 3/1/2016, it was reported that the patient has been referred for a full revision due to suspected lead fracture. The patient was seen by his neurologist and was noted to have high lead impedance on interrogation. The patient indicated that he had been seizure free since his battery replacement (B)(6) 2015. He said that he had an occasional aura, but that they never developed into a clinical seizure. He said that in (B)(6), he began to have some discomfort and a return of seizure activity. No x-ray has been completed. The physician reported that the pain is due to the presence of the device. No patient manipulation or trauma occurred and there were no causal or contributory programming or medication changes. The increase in seizures is due to the lead issue. The increase was noted to be close to baseline levels. Although surgery is likely, it has not occurred to date.